Event description:
It was reported that during a da vinci si prostatectomy procedure a cable broke on a maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. No cables were found broken. Additional observations not reported by site were various deep scratches/gouges on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. There were also scratches on the surface of the distal pulley. Engineering concluded the damage was likely due to mishandling / misuse. Electrical continuity testing was performed and passed. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.